Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed continuity resistance test, sensor passed per specifications. Bicarbonate buffer test was performed and sensor failed with high readings.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. Customer's sensor glucose reading was 132 mg/dl but her blood glucose level was 221 mg/dl. The customer calibrated and received a low sensor glucose about 15 minutes later. The sensor and blood glucose difference was within an acceptable range. The insulin pump alarmed calibration error and meter blood glucose. The customer was advised that the device would be replaced and agreed to return the product for analysis.